Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (service codes 112, 202, 111, 108) were displayed. The database error was caused by a corruption of a non-critical sector of the flash programming, which resulted in the inability to perform detect and treat testing with patient flags on the monitor. In addition, old files on the sd card were detected causing the service code 111. After reprogramming the monitor, the flash test and patient download were successful. Patient protection was not affected. The root cause for the flash programming corruption could not be positively identified. The root cause for the defective sd card could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.